Event description:
Caller reported a malfunction on the pump, specifically a malfunction code 12. Impact on the customer's blood glucose level was unknown, with no indication of levels exceeding 500 mg/dl. Technical support provided instructions to reset the malfunction code, and after resetting, the issue did not recur. Customer acknowledged instructions and was advised to call back if the issue happened again.